Event description:
It was reported that the preloaded tecnis simplicity intraocular lens (iol) was defective. Through follow up we learned that the lens did not come out of the cartridge. The surgeon attempted to implant it, but when the iol was about to enter the eye, it became entangled. The surgeon chose not to implant the lens for the safety of the patient. Through another follow-up on (B)(6) 2023 we learned that the iol became lodged while sliding through the cartridge and got stuck in the corneal tunnel. The surgeon successfully removed both the tip of the cartridge and the distal half-flat haptic, which had become increasingly entangled in the corneal tunnel. The surgeon widened the incision to approximately 2.8 millimeters. The procedure was completed successfully using the backup lens. There were no reported injuries and no additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h6- health effect - clinical code 4581: no code available (incision enlargement). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.